Event description:
The device user (du) reported that there was a sudden loss of arterial and portal flow and very low intra vena cava (ivc) flow one hour into the perfusion. The clinical specialist (cs) confirmed that there was no reported arterial/portal flow, low ivc flow, a negative ivc pressure (around - 13 kpa), and very dark perfusate coming from the ivc tubing. It was noted that the portal pinch valve (ppv) was 100% engaged and the graphical user interface (gui) screen was in low reservoir mode. The cs confirmed with the du that the reservoir was completely full and there was no perfusate collecting at the bottom of the liver bowl. The cs then had the du perform troubleshooting, after which, they were able to see portal and arterial flow. Ivc flow and the color of perfusate had also improved. It was further noted that everything was reported to be stable after an additional 30 minutes as well.

Manufacturer narrative:
Device data from the reported event is still being sought. If the data can be obtained it will be reviewed and a supplemental report will be submitted to report the outcome of the review.

Manufacturer narrative:
Device data was retrieved and subsequently reviewed by a member of the clinical staff. The data confirmed loss of portal valve flow at approximately 52.5 minutes into the perfusion. Flow was then restored following troubleshooting 13.5 minutes later. The root cause of the reported issue could not be determined definitively via the data review. However, following the review of the initial complaint details it is suspected that the issue was caused by the device user not properly wetting the tubing on the portal sensor prior to use because during troubleshooting the tubing was rewet and then the issue was resolved. It is suspected that the issue was caused by user error. No device malfunction is believed to have occurred, thus no evaluation of the device was deemed warranted.

Event description:
The device user (du) reported that there was a sudden loss of arterial and portal flow and very low intra vena cava (ivc) flow one hour into the perfusion. The clinical specialist (cs) confirmed that there was no reported arterial/portal flow, low ivc flow, a negative ivc pressure (around - 13 kpa), and very dark perfusate coming from the ivc tubing. It was noted that the portal pinch valve (ppv) was 100% engaged and the graphical user interface (gui) screen was in low reservoir mode. The cs confirmed with the du that the reservoir was completely full and there was no perfusate collecting at the bottom of the liver bowl. The cs then had the du perform troubleshooting, after which, they were able to see portal and arterial flow. Ivc flow and the color of perfusate had also improved. It was further noted that everything was reported to be stable after an additional 30 minutes as well.